Event description:
Previous degenertive joint disease. Left total hip replacement done in 1989. Recently ahs had pain in hip, swelling and difficulty walking. X-rays demonstrte failure of the polyethylene component of the left hip.